Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified after the day of the treatment. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The system passed successfully all initialization steps. The user skipped a gas change, skipped the scanner test and performed the needed energy check, eyetracker test and fluence test without any issue. The logfile shows twenty seven successfully performed treatments. The user performed the last energy check at after the 9th treatment for the whole day. However, it is recommended, that an energy test is performed before each patient. The measured energy was stable. During preparation of treatment for patient's right eye a patient bed position warning message occurred. It is not possible to see whether user corrected patient bed position or not in the logfile. The corresponding treatment was performed without interruption. No technical problem can be identified during logfile review. The root cause could not be determined conclusively. Technical root cause could not be determined as the system is performing within specifications and as intended. The manufacturer internal reference number is: (B)(4)

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a patient with a staph marginal corneal infiltrate in the right eye three days post lasik. The patient had no symptoms and was very happy with the results. Topical steroid dosage was increased. The infiltrate was resolved ten days post onset.